Event description:
A malfunction was reported involving a malfunction code labeled malf 12. There was no adverse impact on the customer's blood glucose level. Customer technical support provided instructions to reset the pump, which the caller successfully executed, and further use of the pump was deemed acceptable. The caller was advised to contact technical support again if the malfunction code reappeared, which the caller confirmed understanding.